Event description:
A malfunction on the pump was reported by the caller. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump and assisted the caller with the process. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump, with instructions to call back if the issue recurred.